Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5086087, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 27243849, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had two contacts out on each of the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.